Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the guidewire got stuck in the protector sheath. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the tail of the guidewire got stuck in the protector sheath and could not be taken out. The guidewire did not enter the patient completely. The procedure was completed with another of the same device. There were no patient complications.